Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced early-morning hypoglycemia while pre-bedtime glucose levels were elevated, and education was provided to announce bedtime snacks over 15 g of carbohydrates as a ¿less than meal.¿ symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and completion of troubleshooting and education. Investigation included review of device data and user-reported history. Investigation of this case revealed no device malfunction and suggested user-related carbohydrate announcement practices as a potential contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.